Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. Pictures reported from the field representative shows that the distal tang of the inserter was fractured. Device history records and complaint history records could not be reviewed as the device lot number was not provided. Complaint history was reviewed for the corresponding catalog number, and no adverse trends were identified. The forces during the use of an external mallet may have placed more load on the tip than what was originally intended. However, as the device was not returned for further investigation, a conclusive cause for the failure mode could not be determined. H3 other text : device not returned for evaluation.

Event description:
It was reported that the tip of a cascadia an lordotic inserter fractured intra-operatively. The procedure was completed successfully with a five minute surgical delay. No adverse consequences nor medical intervention were reported.

Event description:
It was reported that the tip of a cascadia an lordotic inserter fractured intra-operatively. The procedure was completed successfully with a five minute surgical delay. No adverse consequences nor medical intervention were reported.